Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, electrical and mechanical inspection. During the inspection, a severely bent is-1 connector pin was observed, which can be considered as the root cause of the observed fixation helix retraction. The subsequent root cause analysis indicated that mechanical forces applied during the implantation procedure should be taken into consideration. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that the lead was explanted 2 days after the implantation because the fixation helix retracted from the initial position. Should additional information be received, this file will be updated.